Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific value was provided. Contact indicated that pump cartridge will be changed and a bolus will be administered to treat bg level. Reportedly, contact believed that customer was not receiving basal insulin from the pump. System check with tandem technical support indicated pump was performing as intended and basal insulin was being delivered as programmed. Contact indicated that health care provider will be contacted to discuss settings.